Event description:
The account alleged that the bed will not send a nurse call.

Manufacturer narrative:
The account can hear the relay clicking when nurse call button is activated. The account has replaced the communication cable but the issue remained. The account replaced the sidecom board to repair the bed.